Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cracked instrument.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirms the complaint of handle damage, the handle is cracked. Root cause is attributed to the device worn from normal use and servicing depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.